Event description:
The event is reported as: the aquapak has a leak at the level of the joint between the bottle and flow-meter. The device was being used to administer oxygen therapy. There was no subsequent consequence because the user increased the oxygen flow.

Manufacturer narrative:
At the time of this report the device sample was not returned for evaluation.